Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the event log contained low speed and a pump stop event. It was also reported that it was discovered that the percutaneous lead had become disconnected from the system controller during a pt procedure with hospital staff. A nursing staff member saw that the "white cord had come out of the controller and that it was pushed back into the controller". The system controller was exchanged. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.